Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument did not pair with the wireless footswitch. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufactuer's contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the device for this complaint was not returned; therefore, a probable cause could not be determined for this failure mode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.